Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor paired with the dexcom app but failed to pair with the ilet, which interrupted automated insulin dosing until the cgm was successfully connected to the ilet during troubleshooting; the highest blood glucose noted during the incident was 331 mg/dl, the glucose was out of range for approximately 3 hours, and the condition was corrected by reconnecting the g7 to the ilet. Symptoms included none. Outcomes included no medical intervention, no hospitalization, and resumption of insulin delivery after successful pairing. Investigation included remote technical troubleshooting focused on cgm-to-ilet connectivity and confirmation of insulin delivery status. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm functioned with its native app, and normal function resumed after reconnection, indicating a transient communication issue without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity error resolved through guided reconnection.